Event description:
The facility representative reported an infusion pump with a battery issue. This issue was reported to have occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 30, 2007. Evaluation summary:the customer reported issue was confirmed. Inspection of the device found that the main batteries were depleted and potentially damaged. The main batteries were replaced during service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Service of the device was conducted on-site.